Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "total hip arthroplasty using s-rom prosthesis for dysplastic hip" written by joon soon kang, kyoung ho moon, ryuh sup kim, seung rim park, jung sun lee, and sang hyun shin published by yonsei medical journal 52(4):655-660, 2011 doi 10.3349/ymj.2011.52.4.655 accepted by publisher 21 december 2010 was reviewed. The article's purpose: "the purpose of this study was to evaluate the clinical and radiological results of total hip arthroplasty using a proximal modular femoral stem in patients who had secondary coxarthrosis associated with a dysplastic hip." Data was compiled from 45 hips (42 patients) with average follow-up of 80 months receiving tha with srom stem between january 2001 and march 2004. Depuy products utilized: srom stem. No further information provided regarding acetabular components or the bearing surfaces for the femoral head. Adverse events noted: revision for infected and loose cup (1), partial palsy of sciatic nerve that self recovered (10), hip dislocation treated with manual reduction (2), intraoperative proximal femur periprosthetic fracture treated with cerclage wiring (1). The article does not provide adequate information to determine accurate quantities of impacted products. The stem is the only identified depuy product. As the intraoperative fracture was anatomically located proximally on the femur it is reasonable to conclude the sleeve (augment) would be associated with this adverse event.